Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H4: without a valid lot number the device history records review could not be completed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the united states as follows: it was reported that on an unknown date, one (1) cable tensioner was found broken into pieces. It is unknown whether it is field equipment or hospital equipment. There was no patient involvement. This report involves one (1) cable tensioner. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: returned to resolve surgical was the following: product description: tensioner, cable,synthes. Customer part: 391.201. Resolve surgical part: 400-810. Lot: p312512. Manufacture date: may 15, 2006. Inspection results for this device are as follows: product description: synthes tensioner. Dps part: 391.201. Rti part: 400-810. Lot: p312512. Visual inspection did not identify any missing external components to the tensioner. The device appears very worn. Functional inspection passed, per wi-eng-004, with measurements of 43.8kg, 43.4kg & 42.8kg. A review of past complaints has determined: a look back on this part, this type of complaint has been recorded two times since august 2019 with the same failure mode of broken. Date of failure: march 24, 2022. Days to failure: 5793. A device history record (DHR) review was conducted and confirms the product met manufacturing specifications prior to shipping from resolve surgical. No further actions will be taken at this time. This complaint will be logged for trending purposes. A dimensional inspection was unable to be performed due to device design. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cable tensioner would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.